Event description:
It was reported that the patient went into syncope multiple times due to loss of capture on the right ventricular (rv) lead. It was also reported that the right atrial (ra) lead and rv leads had high impedance and possible fracture. The rv lead was capped and replaced and the ra lead was capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and pacing capture threshold in the rv was rising. Ventricular capture management (vcm) threshold measurements were stable at less than or equal to 0.625 v through (B)(6) 2015. Then threshold measurements began to increase up to the week of (B)(6) 2015, with threshold measurements averaging 1.75v up to a maximum of greater than 2.5v. Ventricular pace impedance was steady at approximately 600 ohms until the week of (B)(6) 2015, and then begins to increase with maximum measurements that are greater than 9,999 ohms by the week of (B)(6) 2015. Ventricular lead warning occurred on (B)(6) 2015. (B)(4).